Event description:
It was reported that a ht70 plus ventilator's graphic user interface (gui) display freezes. There was no patient involvement at the time of the reported event. A medtronic technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the single board computer (sbc) printed circuit board (pcb) or send the ventilator for repair. The customer has not responded follow up requests. Medtronic was not authorized to service the ventilator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.